Event description:
During the craniotomy and during connection from 1 burr hole to the next burr hole, the drill bit was removed from the patient's head and it was noted that the distal tip of the footplate was missing. A new footplate was brought into the field and surgeon continued with the turning of the craniotomy. Films were obtained and the patient had to return to the or for removal of foreign body.